Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump undelivers insulin when a bolus is administered. Customer's blood glucose was 120mg/dl at the time of incident. Troubleshooting found that the pump passed the displacement test. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was programmed with a 2.0 unit per hour basal rate and monitored 5 days. Installed a water filled reservoir, primed pump and verified the units left at the test reservoir is less than 50 units left. Several boluses were also delivered. The insulin pump delivered properly all bolus and basal profiles. All bolus and basal profiles were properly recorded at the bolus, basal and daily total history screens. The test reservoir units left matches properly to the units left in the pump status screen noted. No unexpected bolus or basal deliveries anomaly or no relevant alarm anomaly noted during monitoring period. The insulin pump was downloaded and all bolus delivered were found at the carelink report. The insulin pump had minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the displacement accuracy test.